Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image of the evis exera iii bronchovideoscope was blacking out during a case. The issue was found during an unspecified procedure, which was completed with the same device with minimal flexing. There were no reports of patient harm. Related patient identifier: (B)(6) for the most recent occurrence of this issue.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.